Event description:
It was reported that during use, blood leakage from the venous bag was observed. The bag was exchanged for another. No reported pt effect. (B)(4).

Manufacturer narrative:
A technical evaluation has not been performed. A supplemental medwatch will be submitted when additional information becomes available.